Event description:
It was reported that stent damage occurred. The in-stent restenotic target lesion being treated is located in the mid left anterior descending (lad) artery. A 2.25x32mm promus premier¿ stent was selected and advanced. The stent was deployed using a "double wire" technique at 14 atmospheres (atms) pinning one of the wires against the "old" and the "new" stent. After the stent was deployed, the wires were removed which was intertwined distal to the stent. When the two wires were pulled back, they caught the distal edge of the stent creating a "double density" or "distal stent compression" situation. The patient had a chronic total occlusion (cto) of the right coronary artery (rca) and was sent to have bypass surgery. The patient is recovering from surgery.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).